Event description:
The customer received questionable results on one sample for total (free + complexed) prostate-specific antigen (tpsa) from (B)(6) 2013 and on free thyroxine (ft4) and thyrotropin (tsh) on another sample from (B)(6) 2013. Of the data provided, only the patient from (B)(6) 2013 is a reportable malfunction. The customer indicated that on (B)(6) 2013, normal maintenance, including the liquid flowpath cleaning was performed. The customer calibrated and ran qc on all assays without issues. The patient from (B)(6) 2013 had an initial ft4 result of 0.044 ng/dl, accompanied by a data flag; and an initial (tsh) of 0.041 uiu/ml, accompanied by a data flag. The customer noticed the results did not match the historical values for the patient and repeated the sample. The repeat ft4 result was 1.24 ng/dl and the tsh result was 0.903 uiu/ml. The customer deemed the repeat results to be the correct results as they matched the historical data. The customer did not report out any of the results from this patient outside of the laboratory. There was no adverse event. The lot number of the ft4 reagent in use was 17374501, with an expiration date of 09/30/2014. The lot number of the tsh reagent in use was 17359401, with an expiration date of 04/30/2014. The field service representative found the customer was using small tubes and not filling them enough, which caused a level detection problem on the sample/reagent probe. He provided a training update to the customer. He also did performance testing, which passed. On further follow up; the customer indicated they do use the smaller tubes. The customer's opinion was that the tubes in question were filled appropriately. The customer did perform a precision study after the service visit, which showed good results. The customer did indicate they are filling the tubes fuller than before. The customer also stated they had not seen the issue since speaking to customer support.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.